Event description:
Loosening of the anatomic posterior stabilized femoral component cemented, size 4 (reference and batch number not communicated) 4 years after the implantation. The incident was detected during the patient clinical monitoring by the surgeon on (B)(6) 2021. The implantation was performed on (B)(6) 2017. Associated devices: anatomic® fixed bearing insert, size 4 thickness 10 (reference and batch number not communicated). Anatomic tibial base plate for fixed bearing insert cemented size 4 (reference and batch number not communicated).

Manufacturer narrative:
No review of manufacturing history records could be performed as the list of devices was not communicated by the healthcare facility. The review of the internal vigilance database doesn't show similar incident related to post-operative loosening of a anatomic posterior stabilized femoral component cemented. The analysis of the recorded patient file during the patient clinical monitoring by the surgeon doesn't reveal any elements which could explain the loosening of the femoral component. It was noted that the patient has obesity class I (bmi: 33). Without explant, reference, batch number, x-rays, no further investigation can be performed. In conclusion and according to the elements in our possession, the origin of the loosening after 4 years remains undetermined.